Event description:
This procedure was performed in (B)(6). The customer stated that the device burned the plastic wrapping. No patient injury.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Evaluation summary: the closurefast catheter was received for evaluation packed within its shelf carton and within its tray. No ancillary devices or sonogram images from the procedure were received. It was noted while the catheter was still in its transportation tray that the proximal end of the coil exhibited damage. The damage is approximately 6cm proximal from the distal tip of the catheter. The damage extends to approximately 7cm proximal from the distal tip of the catheter. Approximately 1cm of coil exhibits coil coating damage. Examination with the aid of magnification revealed that the coil is exposed.